Manufacturer narrative:
A batch history review was carried out which demonstrated no indication of mfg related defects on the guidewire that may have contributed to the event. The guidewire was mfg to specification. No conclusion can be drawn as to what caused the polymer jacket to become dislodged as the guidewire involved in the incident was not returned and analysis was not possible. The info does not suggest that the device has or may have caused or contributed to death or serious injury. The device as a whole was successfully recovered from the pt without intervention or injury.

Event description:
An incident report was rec'd from abbott personnel detailing the following: "it was reported that the procedure was to treat a moderately calcified lesion in the anterior tibial artery, with an occlusion. The connect guide wire was advanced and resistance was met with the occluded area of the vessel. During removal, resistance was noted with the balloon, and it was observed that the blue polymer jacket dislodged from the guide wire and remained in the balloon catheter. There were no adverse pt effects. No add'l info was provided." Add'l info was sought by the customer and the following detail was captured: "it was noted that the guidewire coating was peeled off when it was removed from the balloon and the separated portion (blue polymeric coating) remained in the balloon." When the customer asked if the guide wire tip had separated, or was it just that the coating had peeled off, the response was that the coating was peeled off. They also reported that no portion of the device was left in the pt anatomy. The device was discarded. There were no pt effects reported.